Manufacturer narrative:
The device was visually inspected an image could not be produced due to a faulty cable. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the device returned to olympus due to the camera head being loose. During estimation it was identified the image was out of phase and there was no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: based on the results of the device evaluation, the reported problem was caused by a malfunction of the cable unit, likely caused by damage to the cable, incurred due to user handling. The instructions for use provided the following statements: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. " "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. " "do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."